Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No battery out limit alarm was noted. No operating currents could be verified due to the unresponsive keypad. The insulin pump had a cracked case at a display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 316 mg/dl. The customer stated the escape button was not working and none of the other buttons were working either. The customer does not recall any significant event leading to the keypad issue. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.